Manufacturer narrative:
The customer's allegation was confirmed. Blurry image was observed. In addition, the device evaluation found dents on the edge of the objective frame, dirt in the objective unit, cracks on the side of the vc, and the light transmission failed. The outer tube noted to have a third party color ring. Based on the results of the investigation, a definitive root cause cannot be identified. The most probable cause of the complaint is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the subject device had an intermittent issue , no image . Per the report, driver board is intermittent. There was no patient impact , no harm reported due to the event.